Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella cp pump inserted in the left femoral for unknown indication. It was reported the patient developed lower limb ischemia on the left limb. The patient received retrograde perfusion to treat the event. The physician stated the event was not related to impella because the lower limb ischemia was caused by a decrease in blood pressure due to circulatory failure. No further information was provided.